Manufacturer narrative:
Customer reported that there was a unit failed occlusion test, followed by a clicking noise. Tamper seals were not broken. Device was cracked on lower right front corner of top case also cracked on right plunger case and battery door. Check clutch combination of clutch halves and lead screw were found popping and slipping, occlusion test was performed. Error was found during occlusion test due to clutch halves were found popping and slipping. Unable to determine. Replaced lead screw and both clutch halves, performed pm maintenance and all functional testing.

Event description:
It was reported that the unit failed the occlusion test, followed by clicking noise. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information a review of the event history log (ehl) identified check clutch error. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Updated h6 evaluation code conclusion.